Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the flickering image, chipped objective lens, and the detached objective lens adhesive occurred due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician found a flickering image, the objective lens was chipped, and the objective lens adhesive was detached. There was no patient involvement.